Manufacturer narrative:
E1: Patient Country: Canada. Name: (b)(6). Country: United States of America. Street: (b)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545 Manufacturing Site: 3003442380.

Event description:
It was reported that the patient faced an event where the infusion set fell off during use on (b)(6) 2026.